Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and the insulin pimp just died. Customer's blood glucose value was 555mg/dl. Customer stated that the insulin pump alarmed software error detected but they were able to clear it, they were able to complete pump rewind and the self test also passed. Insulin pump will not be returned for analysis.